Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there are latch/lock issues¿ was confirmed. The probable cause was a corroded latch/lock flex sensor. The latch/lock flex sensor was replaced, and the device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there are latch/lock issues¿. During device evaluation it was found corroded latch/lock flex sensor. The event occurred during testing.